Manufacturer narrative:
Although a temporal relationship may exist between the last ccpd treatment (unknown when the last treatment occurred) and the events of altered mental status, congestive heart failure (chf), abnormal stress test ( unknown date), there is no documentation supporting a possible association between the liberty cycler and the patient¿s expiration. The patient had transfer of level of care to a nursing home for approximately 10 days and then required an emergency room (ER) visit for progressive lethargy, weakness, fever (unknown etiology), elevated troponin levels, subsequent hospital admission with rapid onset of ventricular fibrillation, cardiac arrest and subsequent expiration. Prior to that event, the patient was completing renal replacement therapy with ccpd therapy on the cycler, at an undetermined date prior to the last hospitalization the patient¿s end of life decision was documented as a do not resuscitate (dnr) in the medical records. The patient had a highly significant and complex medical, in particular, cardiac history, including congestive heart failure (chf), recently had an abnormal stress test, markedly elevated troponin level (unknown test results) along with hyperkalemia and unknown electrolyte imbalances which likely had a causal and contributory relationship with the patient¿s expiration. There were no allegations against the liberty cycler or any of the fresenius products.

Event description:
Source documents and 8 pages of medical records were reviewed in the complaint file by a post market surveillance clinician. It was reported on (B)(6) 2016 during a follow up call to the peritoneal dialysis (pd) registered nurse (rn) who stated this pd patient had expired on (B)(6) 2017. Furthermore the pdrn stated receiving the patient¿s cycler in the peritoneal dialysis (pd) clinic with the iq drive intact. The pdrn was able to download the patient¿s treatment history. The patient had been hospitalized on (B)(6) 2016 due to an altered mental status. Review of received medical records reveals this patient was admitted with history of esrd, recently changed from hemodialysis (hd) treatments (unknown date) to continuous cycler-assisted peritoneal dialysis (ccpd) therapy was hospitalized with congestive heart failure (chf), recently had an abnormal stress test (unknown date, type, without or without contrast and results), and medical management (unknown type) at that time was recommended. The patient was sent to a nursing home (unknown date) where the patient received care for approximately 10 days. On (B)(6) 2017 the patient required transfer to the emergency room (ER) and subsequently required hospital admission experiencing increasing lethargy, progressive weakness, temperature 101.6 and markedly elevated troponin level (unknown test results). The patient was in the process of being evaluated with work up in progress when patient developed sudden onset ventricular fibrillation and subsequent cardiac arrest. The patient had a do not resuscitate care and comfort (dnrcc) order in place and as a result the patient was not resuscitated and expired on (B)(6) 2016. On (B)(6) 2016 additionally, the pdrn stated the patient was not dialyzing or connected to the cycler at the time of expiration, there is no confirmation in the medical records as when the patient¿s last ccpd treatment occurred or the specific pd treatment outcome. The patient was not receiving hospice care prior to death.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient had been hospitalized on (B)(6) 2016 due to an altered mental status and expired on (B)(6) 2016 while hospitalized due to cardiac arrest, without allegation of device malfunction. The pdrn stated the patient had a known history of severe cardiac related issues. Per the pdrn the patient was not dialyzing or connected to the cycler at the time of expiration. Medical records were requested.